Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 228 mg/dl. During troubleshooting, it was found that customer had an air bubble in reservoir and received a no delivery alarm. Customer's blood glucose was 161 mg/dl at the time of call. Customer declined troubleshooting for air bubble and declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.